Manufacturer narrative:
Articulation mechanism damaged. Evaluation summary: the analysis results found that the device was received in good visual condition with two reloads present inside the bag. The reloads were received fully loaded with staples. The device was tested for functionality with the returned reloads b & c and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device was noted to have the articulation mechanism damaged. The device was disassembled and the articulation gear teeth were noted to be slight. While no conclusion could be reached on how the articulation gear teeth became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lar procedure, the device could not be fired at the second firing and the trigger was too hard to fire. Another device was used to complete the procedure. There was no adverse consequences to the patient.